Manufacturer narrative:
Limited information has been provided to the manufacturer. This event is being reported in a conservative manner. Testing methods will be determined upon receipt of additional information.

Event description:
On (B)(6) 2016, the manufacturer was notified of the following from a patient registration form: a solo smart size 21 valve was implanted and explanted on the same day. No further information is available at this time.

Manufacturer narrative:
Solo smart heart valve, model icv1247, sn (B)(4). The partial DHR package review results are within specifications. Attempts were made for more information however no other details were provided and the device was not returned